Manufacturer narrative:
The case description states the user experienced an uncommanded 5u bolus. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection the audit log file confirms that a 5.0u bolus was delivered on (B)(6) 2024 in the user's time zone. The confirm bolus button was also pressed in order to deliver the bolus. This bolus was found to not be canceled at any time and was within the user's setting for bolus max units. Physical interaction was observed in the log files to deliver all other boluses. No evidence of an uncommanded bolus was observed.

Manufacturer narrative:
Gpm reviewed this case where the customer reported the device independently delivered an insulin bolus dose of 5u. The customer stated she did not request or program the bolus dose. The device was switched to manual mode and insulin delivery was paused. The customer consumed carbohydrates, and received a glucagon shot to treat/prevent possible low blood sugar levels. Medical intervention was not needed. Device details were reviewed from the cloud and confirmed the 5u insulin bolus dose was confirmed and interaction with the device indicated user initiation of the dose. Bolus history was reviewed and confirm user interaction for bolus programming. There was no indication of an uncommanded bolus. The physical device has not been returned to insulet for analysis per the date of this report. If new information becomes available, this case will be reassessed. Lot release was found to have met all acceptance criteria

Event description:
Customer reports she had an uncommanded bolus on her omnipod 5 controller, while cutting wood last week. Customer states she's not sure if her leg somehow hit a button or what happened. Customer states that the controller bolused 5 units of insulin that the customer did not initiate. The customer stated she did not request or program the bolus dose. The device was switched to manual mode and insulin delivery was paused. The customer consumed carbohydrates, and received a glucagon shot to treat/prevent possible low blood sugar levels. Medical intervention was not needed.